Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a USA customer: "ms. (B)(6) only stated that there was a sparks noted on the power cords but no patient involvement. Delay in therapy: unknown. Need for medical intervention: unknown"